Manufacturer narrative:
(B)(4). Date sent: 7/31/2023. D4: batch # 224c42.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # unk. Additional information was requested, and the following was obtained: what color cartridge was used during the second and third firing? Green all the way across. What is meant by ¿tore/cracked on the outer edge of the staple line¿? Outside edge of staple line. Alongside the anvil. Were all three staple rows formed? It appeared that they were. Where on the staple line did it tear, on the entire line or just a portion of the staple line? First firing was distal portion of staple line. Second firing was at least 90% were there any staple formation issues? It did not appear there were staple issues. It was expressed to me as the "compressive forces of anvil on the tissue and extra forces required for locking mechanism to engage". From there, the staples engage and pull the tissue together and created a large tear. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) As per last conversation, the patient was doing fine with little concern from surgeon at that time. He would gladly speak to investigation team should any further information be required. What is the most current patient health status? Unknown please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). (B)(6). A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a9az5y, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a standard wedge resection, with expected tissue conditions which were not out of the ordinary, the second and third firing tore/cracked on the outer edge of staple line. This required intervention in the form of overseeing suture line and causing a delay to procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 224c42, and no non-conformances were identified.